Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels the past week of 300 (mg/dl). Correction boluses were taken to address elevated bg levels. The customer stated the reason for the elevated bg levels was unknown. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Reportedly the customer will continue to use the pump until the replacement pump is received.